Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected e or a alarm unspecified or prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unknown alert, the insulin pump displayed rewind option but they did not receive complete status with next highlighted on screen. They also reported that the reservoir had air bubbles. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.